Event description:
The customer reported that the system would not fluoro and the monitor went black. No pt injury was reported.

Manufacturer narrative:
A ge service rep an on site investigation. The fluoro functions board was replaced and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.